Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues and the unit was returned to service. The serial readout was sent to livanova (B)(4) for further investigation. The evaluation of the readout confirmed an occlusion failure. Through follow-up communication with the customer livanova (B)(4) learned that the customer used two different tubing sets. Therefore livanova deutschland assumes that the tubing sets were changed but the occlusion was not which could lead to the reported failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump head stick on different positions during priming. The customer was able to solve the issue with a reduction of the occlusion. There was no patient involvement.